Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a piece of tissue with malformed staples on the surface, while the other photos showed a small metal piece that looked to be fired over, and the metal piece could not be identified. It was reported that the device initially fires but failed to complete the firing cycle, and the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a laparoscopic gastric roux en y bypass, when creating the gastric pouch, there was a esophagogast roduodenoscopy hemostatic clip in the stomach that the stapler tried to fire across. The handle made a cracking noise and the staple did not complete formation. The user fired another reload just medial to the staple line that was incomplete distally to complete the pouch. The operator performed a leak test to check if there were metal parts left in the patient and there was no leak. There was an unanticipated tissue loss and tissue damage as a result of the problem. A new handle and reload were opened to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric roux en y bypass, when creating the gastric pouch, there was a esophagogast roduodenoscopy hemostatic clip in the stomach that the stapler tried to fire across. The handle made a cracking noise and the staple did not complete formation. The user fired another reload just medial to the staple line that was incomplete distally to complete the pouch. The operator performed a leak test to check if there were metal parts left in the patient. There was an unanticipated tissue loss and tissue damage as a result of the problem. A new handle was opened to resolve the issue.